Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: percutaneous transaxillary arterial access for closure of postinfarction ventricular septal defect. B2: death date was estimated. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article presented a case study of a 73-year-old male patient with a history of hypertension, dyslipidemia, and right ventricular dysfunction. A 24mm amplatzer post-infarct vsd occluder was selected for implant on an unknown date. The device was successfully implanted. Post-implant a minimal residual shunt was observed. The patient went into cardiogenic shock. An intra-aortic pump was inserted for hemodynamic stability. The patient passed away on an unknown date. [The primary and corresponding author was siu-fung wonga, department of cardiology, sussex cardiac centre, university hospitals sussex, eastern road, brighton bn2 5be, UK, with corresponding e-mail: anthonywaaf1992@hotmail.com.]

Manufacturer narrative:
As reported in a research article, percutaneous trans axillary arterial access for closure of postinfarction ventricular septal defect. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported shunt and patient death could not be conclusively determined. It is possible that procedural circumstances and/or patient complications could contributed to the reported issue; however, this cannot be confirmed. The reported intervention is result of case specific circumstance, as intra-aortic balloon pump was used/performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Literature attachment: percutaneous transaxillary arterial access for closure of postinfarction ventricular septal defect. B2: death date was estimated. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article presented a case study of a 73-year-old male patient with a history of hypertension, dyslipidemia, and right ventricular dysfunction. A 24mm amplatzer post-infarct vsd occluder was selected for implant on an unknown date. The device was successfully implanted. Post-implant a minimal residual shunt was observed. The patient went into cardiogenic shock. An intra-aortic pump was inserted for hemodynamic stability. The patient passed away on an unknown date. [The primary and corresponding author was siu-fung wonga, department of cardiology, sussex cardiac centre, university hospitals sussex, eastern road, brighton bn2 5be, UK, with corresponding e-mail: anthonywaaf1992@hotmail.com.].